Manufacturer narrative:
Review of this MDR and/or additional information received shows that while there may have been a potential device malfunction, this device or a similar device would be not likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient undergoing a basic evaluation for sacral nerve stimulation. It was reported that the patient felt fire in her left labia with the left lead all of a sudden (on day 3 of the trial). Additional information received from the health care professional indicate that actions/interventions to resolve the issue and cause were unknown.